Event description:
It was reported that the pump declared an altitude alarm, affecting the customer's insulin suspension. Blood glucose level at the time was 7 mmol/l, which is within the normal range. Initially, cleaning and reconnecting the cartridge did not resolve the issue, as the alarm recurred. After following technical support's instructions and waiting for two hours, the customer successfully resumed normal pump operation by loading a new cartridge. Customer was advised on possible exposure to condensation and humidity and was provided with tips to prevent future altitude alarms.